Event description:
(B)(4). Event took place in (B)(6) and has been reported to the (B)(4). From users/initial reporters narrative: "upon injecting into the patient fluid was seen leaking from the hub part. Spinal was completed using another sprotte surety needle. Needle has been given to [sales representative] along with another from the same batch."